Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. Additional information from the field representative provided this rv lead was fractured. In addition, high out of range pacing and shock impedance measurements were exhibited. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.